Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 0-degree endoscope plus was hazy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the image was cloudy. No damage observed on the endoscope¿s adapter/base, such as missing screw(s) or component.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with the attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected, and contamination was found at the distal tip. During inspection of the endoscope distal tip, the lenses have a contamination. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The endoscope was tested and placed on an in-house system for cable testing and failed due to a wahoo paddleboard (wpb) defect. The complaint was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to an electrical issue with the endoscope cable. The electrical issue is related to wpb defect. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.